Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device. The se replaced the usb flash drive and line interface printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A line interface printed circuit board (pcb) and two universal serial bus (usb) were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the line interface pcb and one of the usb¿s. The second usb the identified root cause of the reported issue was isolated to a failed flash drive. If information is provided in the future, a supplemental report will be issued.